Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving inappropriate shocks. Upon interrogation, the implantable cardioverter-defibrillator diagnosed ventricular tachycardia. The episode appeared on the electrogram as supraventricular tachycardia with intermittent aberrant conduction. Both sudden onset and morphology discriminators indicated ventricular tachycardia. The shock was due to programming settings. The patient responded to the therapies uneventfully. Programming changes were made. Patient's condition was stable.